Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. The patient's accolade ii stem, head and liner were revised to a restoration modular stem, head, and adm/ mdm liner construct. Rep confirmed there are no allegations against the revised head or adm/ mdm liner construct. Rep has some images relating to the event to provide, and confirmed that no further information will be available.